Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bottom of the tray is worn out and the color has faded. The sterile ward has made tests on the worn out spots and it contains bacterial value over limit. There was no patient involvement.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the bottom of the tray is worn out and the color has faded. The sterile ward has made tests on the worn-out spots and it contains bacterial value over limit. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the corail fem tray sizes 8-14 had discoloration on the surface and an unknown foreign substance can be seen in different spots of the device. Foreign substance condition may occur due to an improper cleaning/sterilization process, as outlined in the instructions for use IFU-0902-00-836 rev. J specifically advises: "clean instruments as soon as possible after use. If cleaning must be delayed, immerse instruments in a compatible detergent solution, spray with an instrument pre-soak solution, or cover instruments with a towel moistened with critical water (high purity water generated by processes such as ro, deionization or distillation) to prevent drying and encrustation of surgical soil". Discoloration was identified as an indicator of end-of-life condition. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the corail fem tray sizes 8-14 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.